Event description:
Information received regarding the explanted device notes that the device was in back-up mode due to cardioversion after an atrial fibrillation episode. A software download was unsuccessful. There were no consequences to the patient.